Event description:
It was reported during in clinic follow up that the right ventricular lead had exhibited oversensing due noise, high capture threshold, and low pacing impedance and had been reprogrammed. The lead will continue to be monitored. The patient was stable and asymptomatic.